Event description:
Arjo representative was informed about an event involving clip sling and maxi move passive floor lift. It was reported that a patient was transferred from a bed to a wheelchair. During the middle phase of transfer ( the resident was lifted away from the bed) the right shoulder clip detached from the spreader bar. The patient fell out from the device on the floor. As an outcome of the event resident sustained a head injury which was treated with 3 stitches to close the wound. The sling was withdrawn from use.